Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer would contact healthcare provider if needed to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.